Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the needle retract outside the posterior needle shield cover. No patient impact reported.

Manufacturer narrative:
Investigation summary - bd had not received samples, but one (1) photo of the defect was provided for investigation. The photo was evaluated by visual examination and the tip of the needle was confirmed to be sticking out of the gap at the tip of the safety shield. Also, from the position of the wing hub, it appeared that the safety shield was not locked, and the tubing seemed to be pleated in the safety shield. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the safety shields or the wing hubs were found. Also, the activation of the safety shields was checked using 8 retained samples and nothing abnormal was found with the breakaway force, sustaining force, or security force as all samples met specifications. However, to recreate the condition of the device captured in the provided photo, the end of the safety shield and the tubing were held together with one hand and the wing was slid with the other hand. As a result, the safety shield was not locked and the butterfly needle was sticking out from the gap of the safety shield, and the tubing was pleated like the one captured in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode of difficult to activate. Bd determined that the root cause of the indicated failure mode was attributed to the safety shield not activated in a correct way. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the needle retract outside the posterior needle shield cover. No patient impact reported.